Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 7cm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter was 24mm. Right common iliac was 13mm in diameter and 7.5cm in length. Left common iliac was 13mm in diameter and 8cm in length. It was reported that post index procedure approximately one week after surgery the patient complained of leg pain to the nurse at the care facility. Unfortunately the nurse ignored the patient¿s complaints and five days later the patient was admitted emergently because the leg was dead. The physician noted that the patient's left common iliac was extremely angulated and that caused the occlusion in the contralateral limb from the flow divider down. The physician attempted to cross the device and the occlusion; however, the attempt was unsuccessful. The physician performed a femoral to femoral bypass successfully. Unfortunately the leg was unable to be saved and the patient¿s leg was amputated. No additional clinical sequelae were reported and the patient is doing fine. A review of several returned still angio images revealed that the left iliac limb was severely tortuous. One image shows that the left limb is patent, angulated but not kinked, and slightly narrowed at the iliac artery origin. Additional images showed that the left limb is completely occluded beginning at the flow divider. The limb is again angulated, but not noticeably kinked.